Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's left hip. In following up on an intra-operative event reported, the rep indicated that the procedure was a revision of a restoration modular stem.